Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had frozen display and keypad anomaly. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Esc button did not be pressed. The device will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. Device passed displacement test and self test. No frozen screen noted during test and time clock advances properly. (B)(4).